Event description:
It was reported that during a da vinci-assisted bariatric revision surgical procedure, the large hem-o-lok clip applier failed to deploy clips on three different attempts. When trying to remove the instrument from the universal surgical manipulator (usm) on the third failed attempt, the instrument would not release/disengage from the sterile adapter. The surgeon had to remove the cannula from the patient with instrument attached and then forcefully remove instrument from the usm. The customer switched out the drape, re-docked, and continued with the procedure. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument would not release from the sterile adapter. No harm or injury to the patient. A backup instrument was used to complete the procedure without issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.